Manufacturer narrative:
Due to character restrictions in block e1 site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit prompts iab loop leakage. The department staff replace the device on their own. There was no harm reported.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Additional information: e1 (event site postal code: (B)(6)). Contact department: (B)(6) head nurse, phone no.: (B)(6). A getinge field service engineer (fse) inspected, the safety plate is leaking and needs to be replaced. After replacing the safety disk, the device functions are restored. All functional inspections of the equipment are carried out in accordance with factory requirements. The test results are in compliance with the requirements and can be delivered to customers for use.

Event description:
N/a.